Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s identifier, date of birth/age and weight are not provided for reporting. Date of postoperative nail breakage is unknown. This report is for one (1) unknown 130 degree trochanteric fixation nail advanced (tfna) nail. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer. Therapy date is unknown. Number (510k): unknown, as specific part and lot numbers for nail is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a broken trochanteric fixation nail advanced (tfna) removal and revision to a total hip prosthesis on (B)(6) 2017. The date of the original tfna procedure is unknown. Subsequently, it was identified that there was a broken nail and a femur nonunion. The nail broke at the junction of the helical blade. There was a twenty (20) minute surgical delay due to the removal of the broken tfna. No device fragments created. No additional x-rays or other medical intervention required. Routine x-rays were taken intraoperatively. Nothing untoward occurred during the procedure. There was no issue with the helical blade or 5.0mm locking screw. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: helical blade (part # unknown, lot # unknown, quantity 1), 5.0mm locking screw (part # unknown and lot # unknown, quantity 1) this report is for one (1) unknown 130 degree trochanteric fixation nail advanced (tfna) nail this is report 1 of 1 for complaint (B)(4).